Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 189 mg/dl. The customer stated that she trying to bolus, numbers would not stop scrolling even though was not holding up arrow button. The customer was advised to discontinue the use of the insulin pump and revert to back up plan. The patient was advised that the insulin pump need be replaced. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no up and down button response due to corroded keypad traces. No ramping numbers on their own or scrolling bar moving anomaly was noted. The insulin pump was also received with minor scratched display window, cracked reservoir tube lip and missing end cap sticker.